Event description:
This lead was implanted on (B)(6) 06 and was capped on (B)(6) 10 due to a lead fracture. The physician was (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)